Event description:
Event description cpi received information that this atrial bipolar lead (4271) was explanted because of dislodgement. Implanted on 09/10/96, and explanted on 09/11/96. Replaced with a sweet tip bipolar lead (4269).